Event description:
Customer received a false positive result with cue covid-19 test for home and over the counter (otc) use on (B)(6) 2022 with cartridge lot 22066j, cartridge sn (B)(4), cue reader sn (B)(4). Customer tested negative using cue covid-19 test for home and over the counter (otc) use on (B)(6) 2022. On (B)(6) 2022, customer tested negative via sonora quest lab using test type sars-cov-2 rna (covid-19), qualitative, naat. Customer is not aware of any covid-19 exposure, is vaccinated with booster, and confirmed the test cartridges were stored according to package insert.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.